Event description:
It was reported that end user suspected chemo extravasation, line removed, and large crack at 35cm mark noted.

Manufacturer narrative:
A lot history review (lhr) of rex0457 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.